Event description:
According to the reporter, during laparoscopic low anterior resection procedure, there was a problem unloading the device, it was difficult to open. There was poor staple formation, also the jaws locked on tissue and it was removed with another device, the central staple line was incomplete and the device did not fire. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instruments found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.